Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer blood glucose levels was 146 mg/dl. The customer¿s blood glucose were 152 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. The customer had difference between sensor glucose and blood glucose values were as follows : 201 mg/dl ¿ 188 mg/dl , 113 mg/dl ¿ 142 mg/dl, 201 mg/dl ¿ 188 mg/dl, 113 mg/dl ¿ 142 mg/dl, 87 mg/dl -106 mg/dl, 53 mg/dl -79 mg/dl, 40 mg/dl ¿ 93 mg/dl, 245 mg/dl - 175 mg/dl ¿ 261 mg/dl, 235 mg/dl - 389 mg/dl. The sensor glucose value that triggered the suspend event was 40 mg/dl and suspend on low limit in sensor settings was 70 mg/dl. The sensor will not be returned for analysis.